Event description:
It was reported that the patient experienced epistaxis on (B)(6) 2021 that could not be stopped by the patient. The patient also reported clotting present in the blood. The patient presented to the emergency department (ed) and was treated with oxymetazoline. The patient was scheduled to see cardiology on (B)(6) 2021. The patient's inr was 1.28.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.